Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported patient PICC line flushed by rn pre chemotherapy. Flush solution returned through PICC insertion site under PICC dressing. PICC line removed. Crack in line observed around the 10 cm mark. Tested with saline, and saline solution leaking from the cracked area on line. New PICC line to be inserted next day requiring invasive procedure. Chemo delayed a day. Rescheduled to next day. Pre medications to chemotherapy were administered unnecessarily.